Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the catheter did nto become stuck but it was not smooth advancement. The cause was not determined. The healthcare provider (hcp) assumes that the coating is no longer available..

Event description:
Medtronic received information that a phenom catheter had resistance. While the second use it was hard to push the catheter forward, the catheter felt afterwards not so lubricant as before. There was difficult navigation. There was no friction during delivery of the catheter. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as indicated in the IFU. The patient was being treated for a stroke. Vessel tortuosity was moderate. The access vessel was the m1 with a diameter of 3mm. No patient symptoms or complications were reported.  Ancillary devices: traxess guidewire, flowgate guide catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): ¿ as found condition: the phenom 21 catheter was returned for analysis within a shipping box, within a plastic bio-pouch, and within an opened phenom 21 inner pouch (224328029). ¿ damage location details: no damages were found with the phenom 21 catheter hub. No bends or kinks were found with the phenom 21 catheter body. The phenom 21 catheter distal tip was found bent. The characteristics of the bent catheter distal tip is consistent with tip shaping. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿difficult navigation¿ report could not be confirmed. Possible causes of ¿difficult navigation¿ include incompatible devices, patient vessel tortuosity, catheter damage (i.e., kinked, bent, ovalized), or lack of continuous flush during delivery. The phenom 21 catheter is compatible for use with guide catheters with a minimum ID (inner diameter) of 0.038¿. The (stryker) flowgate guide catheter has a labeled ID of 0.084¿. Therefore, the flowgate guide catheter was found compatible for use with the phenom 21 catheter, ruling out incompatible devices as a potential cause. No bends or kinks were found with the phenom 21 catheter body, ruling out catheter damage as a potential cause. Information regarding if a continuous flush was maintained during delivery was not reported; therefore, lack of continuous flush could not be ruled out as a potential cause. It is possible the patient¿s ¿moderate¿ vessel tortuosity contributed to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.